Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), a loud pop noise was heard on discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections a3, d10, b5 (patient gender). This report was inadvertently submitted as a duplicate. This event has been reported under medwatch report 1220908-2023-01448. Evaluation: the r series device was returned to zoll medical corporation for evaluation. The acitivty log was reviewed and shows two shock events. The first shock event was delivered successfully with no great change in impedance. However, the second shock event had a large difference between the patient impedance and the device. Due to the large impedance difference the energy delivered to the patient was higher than the 200j selection. This is a possible indication of poor coupling. The device was put through bench handling, impedance testing, and defibrillation cycling without duplicating the report. No evidence of a spark or burn were noted on visual inspection of the device. There is no indication of a device malfunction. The customer was contacted for more information on the patient's skin before an after the event; however, no response has been received. The device was recertified and returned to the customer. The associated one step complete electrodes were returned to zoll medical corporation for evaluation. During visual inspection long hair was found stuck to the electrode pads and the shorting wire was still attached to the anterior pad. No burn marks or odor were observed and the pads passed all continuity testing. The pads were scrapped after testing. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), a loud pop noise was heard on discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.